Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: inserted the port into the left upper abdomen. During the case the cannula broke. Broken pieces fell into the cavity and two-third of them could not be retrieved. No tissue damage. No bleeding. Extended operating room time: unk. No patient injury was reported. No further patient info available. This port has been used in about 120 or 150 cases.

Manufacturer narrative:
Date initial report sent: 01/07/2009.